Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's hard drive and communication was restored.